Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm did not load properly. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. No evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken; the inner delivery tube, the outer diameter and the length of the delivery tube was measured; the values recorded were within the specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. The confirmed failure mode has been investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).